Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-33, lot# 0213072632, product type: lead. Correction: additional information receive indicates that the correct mfg. Site ID is (B)(4). Note that this event is now reportable for serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported sacral x-ray reviewed lead positioned correctly with no signs of lead migration. The device was reprogrammed on multiple occasions. Pulse width altered to 180, pulse rate altered to 11 hz, voltage reduced by half. The consumer sensation assessed in various positions, i.e., bending and sitting. Lead and battery palpated to attempt inducement of symptoms. Using the clinician programmer the device was switched off and on again without the consumer being aware that this was happening to assess response. The consumer was asked to walk up and down the corridor following each reprogramming. The consumer has been listed for surgical intervention re exploration and review of device and possible explantation. The cause has not been determined and the issue has not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that no further surgical intervention was carried out and no devices explanted. The consumer was brought back in for her surgical follow-up, and the surgeon decided against further surgical intervention.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer had a tined lead test in (B)(6), which went well. The consumer was converted in (B)(6) and almost as soon as the implant was switched on, she complained of sharp pains across her buttocks and down her leg and could get mild sensation in her toes when it was switched off. An x-ray showed that the lead was in a good position. The hcp saw the consumer on (B)(6) 2017 and had already adjusted the pulse width and rate. Impedances were checked and were okay. The consumer noted that when the implant was switched on, she did notice an improvement in her symptoms. The hcp checked the programming and lowered the voltages down to 0.1 on all 4 programs c1-c4 and c4 was left as the active programs, as this was the most comfortable. The consumer was in the clinic for approximately 20 minutes on this setting with no problems. Then 30 minutes later, the hcp received a call from the consumer after she left the clinic noted that whilst walking home, she experienced strong, sharp electric shock type pain. She returned to the clinic with the implant switched off. The consumer noted she had found that these symptoms were worse when she was active. The hcp asked the consumer to try c2, but if the symptoms persist to switch off the implant and leave it off.